Event description:
Complainant alleged that while attempting to defibrillate a pt, (age & gender unk) the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.